Event description:
It was reported that the patient presented in clinic with multiple ventricular noise reversion and high ventricular heart rate episodes. The noise could not be replicated with isometrics or pocket manipulation. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.